Event description:
It was reported that the patient was experiencing pain in throat along with voice alteration. This occurred when the device remained off to give the patient time to heal after the surgery. The patient received 2 months of no stimulation. Dr. (B)(6) turned vns on and patient had no pain, discomfort, and voice alterations actually went away during stimulation. No other relevant information has been received to date.

Manufacturer narrative:
Please use e2402 (appropriate term/ code not available) and propose note: proposed second level coding - voice alteration to capture hoarseness or other vocal changes livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.